Event description:
Patient complained of burn a day after surgery. The user facility has stated the hyfrecator 2000 will not be returned to conmed electrosurgery for evaluation. The biomedical engineer stated that the unit output was within specifications.